Manufacturer narrative:
The reported complaint of the lcd was pixilated on the autopulse platform (serial # (B)(6) and the screen was not readable was confirmed during functional testing. The root cause of the lcd issue was due to a defective lcd in which is likely attributed to normal wear and tear or a defective component. The returned platform was manufactured in december 2016 and nearing its service life of 5 years. No physical damage was observed on the autopulse platform during visual inspection. During the initial functional test, the autopulse platform lcd was pixilated, thus confirming the reported complaint. The lcd was replaced to remedy the reported complaint. After service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the lcd was pixilated on the autopulse platform (serial (B)(4) ) and the screen was not readable. No patient involvement.